Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, decreased sensing threshold and high capture threshold on the right ventricular (rv) lead were noted. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the complete lead was returned for analysis. Visual inspection of the lead revealed lead damage that was consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.